Event description:
It was reported that the user consumed carbohydrates without a meal announcement leading to hyperglycemia to 261, then later experienced hypoglycemia to 49 followed by hyperglycemia to 246 after self-treatment with toast, an english muffin, and glucose tablets; education on meal announcement timing and hypoglycemia treatment using 15 grams of fast-acting carbohydrates with 15-minute reassessment was provided, and the user was advised to change supplies sooner rather than later. Symptoms included shakiness, pallor, and impaired thinking during the hypoglycemic event. Outcomes included transient out-of-range glucose values that were corrected, with the device¿s correction algorithm contributing to glucose stabilization and no medical intervention or hospitalization required. Investigation included review of reported use, glucose trends, user actions, and device behavior relative to education and algorithm function. Investigation of this case revealed use-related factors of missed meal announcement and overtreatment of hypoglycemia, with device performance consistent with expected correction algorithm operation and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including missed meal announcement and excess carbohydrate intake during hypoglycemia treatment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.